Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 574 mg/dl at the time of incident and over 250 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump was on and off for past two days. The device will not be returned for analysis.